Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received inappropriate therapy. High, out of range, pacing lead impedance was observed. The lead was explanted and replaced. There were no adverse consequences reported.